Manufacturer narrative:
Investigation: customer returned an empty garbage can. No bd samples (including photos) were returned/ therefore. The complaint could not be confirmed/ and the root cause is undetermined. A review of the device history record was completed for batch# 0076359. All inspections and challenges were performed. Per the applicable operations qc specifications. Except as noted below. There was one (1) notification [ (B)(4)] noted. That did not pertain to the complaint.

Event description:
It was reported, that the syringe 0.3ml 30g 8mm. Experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: this is a patient who uses 3ml insulin syringes usually. The last time she injected, there was liquid in this syringe (even before she took her insulin). She looked at it. And pricked her nose with it (wanted to smell if it was leftover insulin). She asks, what this product is? And if it is not dangerous?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 30g 8mm experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: this is a patient who uses 3ml insulin syringes usually the last time she injected, there was liquid in this syringe (even before she took her insulin), she looked at it and pricked her nose with it (wanted to smell if it was leftover insulin). She asks what this product is and if it is not dangerous.